Event description:
It was reported that during the pta treatment procedure, the ultra-soft small vessel monorail balloon catheter became stuck in the guide catheter. A 6 fr sheath and radifocus terumo v-18 guidewire were used. The 100% stenotic lesion was located in the superficial femoral artery. After crossing the lesion the balloon catheter became stuck in the guide catheter. Following removal of the device from the pt, inspection by the physician found the catheter had shaft damage. No pt injuries or complications were reported. The pt's status was reported as 'good'.